Event description:
It was reported that the patient presented at the hospital after receiving therapy. Stored electrograms showed the first two shocks did not convert the patient. Electrical measurements were normal. The patient was hospitalized pending induction testing. The patient condition is good.

Manufacturer narrative:
.